Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Right side capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: removal of "textured" implant and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and removal of "textured" implant. Affected side unknown. Device was explanted.